Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following initial implant, a chest x-ray was performed which showed the patient¿s right ventricular (rv) lead was dislodged. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.